Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose was 494 mg/dl at the time of the incident. The customer reported that there was bent cannula and insulin pump was not delivering insulin properly. The customer¿s blood glucose level was over 500 mg/dl to 520 mg/dl and the customer gave herself an injection to get the blood glucose level down. The customer felt nausea because of high blood glucose level. The insulin pump will not be returned for analysis.